Event description:
Legal claim alleges the patient has been revised. No further information available at this time. B)(6) 2011 - litigation papers allege patient suffered significant pain, soreness, and discomfort; difficulty walking and performing routine activities; inability to lead a normal life; revision surgery revealing green granular material and lack of firm fixation; emotional distress, anxiety, and mental anguish; economic losses including past and future medical expenses.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in b)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update - medical records received (B)(4) 2013. Revision operative reports indicates the following: pain; a lot of scar tissue; clear yellow fluid; from 3 o'clock to 7 o'clock posteriorly on the cup, there was this green granular material which indicated that there was not firm fixation in this are. The information received does not change the MDR decision.

Manufacturer narrative:
Depuy still considers this investigaton closed.